Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. Surgical intervention was undertaken during which the ipg was relocated and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
A patient experiencing pain at the site of ipg pocket was reported to abbott. The ipg was relocated, and extensions were added. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.